Event description:
It was reported that the belt clip broke off and the insulin pump was dropped. The device had a blank display. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a broken solder joint on the interface board.